Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigma procedure the head of the device could no be connected with the device. Another device was used to complete the case with no adverse pt consequence.